Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and tone check/vibrate check on self-test. The no delivery alarm functioned properly with audio tones during the basic occlusion test and occlusion test. No audio/beep anomaly noted. The insulin pump had scratched reservoir tube window.

Event description:
The customer reported via phone call that they had an absence of no delivery alarms. The customer also reported blood was present at their site. The customer's blood glucose was 458 mg/dl at the time of the call. The customer also reported two instances of a bent cannula. The customer has changed their infusion set in an attempt to resolve their blood glucose. Customer later reported there was an audio anomaly with their no delivery alarm. The customer aslo reported the insulin pump passed a high pressure test. The customer agreed to return the insulin pump for analysis.